Event description:
No additional information received from the customer.

Manufacturer narrative:
Corrected fields: h2, h4, h6 and h11 in addition, the following reportable malfunctions were identified during the device evaluation: scope cover unit is dirty due to water leakage. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported issue was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - image issue due to a faulty electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed communication errors. The issues were observed during preparation for use. There was no report of patient harm.